Manufacturer narrative:
(B)(4). G2: foreign, australia. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported liner initially did not have any issues for insertion until when reducing the hip - the surgeon stated the liner had moved and was no longer seated flush. He queried if it was bent, tried to seat properly, unable to change position, so they proceeded to remove liner. Follow-ups to gather additional information are currently in process.